Manufacturer narrative:
Related to operational context-event most likely procedural related, no issues noted during device inspection and preparation prior to use.

Event description:
The physician was attempting to use scuba co-cr stent peripheral bare metal stent to treat a lesion. The lesion was pre-dilated. No abnormality noted during inspection and preparation of the scuba device prior to use. No resistance during delivery to the lesion or with accessory equipment. During the surgery, the physician implanted the device and found proximal of the stent was not deployed, with no effect after dilatation with balloon. The stent then shifted when the physician was removing the balloon. It was confirmed that the balloon was not fully deflated prior to removal attempts. The physician performed a puncture on the right femoral artery and implanted another stent in the lesion for shifting and dilated proximal of the stent. The patient is good now. No other clinical sequelae reported. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).

Manufacturer narrative:
Evaluation: results: failure to follow instructions - balloon was not fully deflated before withdrawal, inherent risk of procedure - stent migration, no results available since no evaluation performed ¿ device or procedural images not provided for review, root cause is undetermined, none-no device returned; evaluation: conclusion: failure to follow instructions- balloon was not fully deflated before withdrawal, inherent risk of procedure -stent migration, unable to confirm complaint - device or procedural images not provided for review 68 other -root cause is undetermined. (B)(4).